Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit has a red screen. After the display screen turned red, the machine's counterattack function was normal. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit has a red screen. After the display screen turned red, the machine's counterattack function was normal and no harm was caused to the patient.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a issue of red screen. There was no patient involvement, and no adverse event was reported. The agent reported that a red screen appeared before the use of cardiosave in henan chest hospital. After the screen turned red, the machine's anti-pulsation function was normal and no patient harm was caused. No further information available. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text: repair service not done.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h6(type of investigation, investigation findings, component codes,investigation conclusions), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) had a issue of red screen. There was no patient involvement, and no adverse event was reported. A getinge field service engineer (fse) evaluated the unit and the red screen failure was solved by plugging and unplugging the screen cable. The power indicator light was off and the machine could not be turned on, so the cable needed to be replaced. Follow-up spare parts were applied for replacement. The display screws, hinge cover, and ac power cord were replaced for the second time. The functional parameters of the test equipment were normal and delivered for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).